Event description:
In 2008, the lay user/ patient contacted lifescan (lds) alleging a "power issue" with onetouch ultra meter and also alleged that the onetouch ultrasoft lancing device had a "damaged lancet holder." The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to gather additional information from the customer. The patient stated that the alleged issues began on the previous month in the afternoon. During that time, it was noted that the subject meter was "powering off during use" and the "lancet holder was damaged." It is not known whether she was able to obtain any blood samples and test on any other meter after the reported issues. At an unspecified time, after the reported issue began, the patient reportedly "felt sick" and experienced symptoms of "sweating" and "felt cold." It is not known whether the patient obtained any blood glucose reading while experiencing the symptoms and also not known how long after the reported issues did she develop these symptoms. The patient reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention for the diabetes. The patient was not tested on any other meter. During the troubleshooting, the cca noted that this was not a new product and the customer had replaced the batteries per the owner's manual. The battery was checked and it was correctly installed. The meter was not downloaded prior to testing. However, it was noted that the meter was shut off before the time was up and the meter would not turn on when the "m" button was pressed. Replacement products were sent to the patient. This complaint is being reported because the alleged power issue was not resolved with troubleshooting. In addition, the patient claimed that after the power issue began with the subject meter, she reportedly experienced symptoms, which could be suggestive that she might have experienced a hypoglycemic episode.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.